Event description:
The nurse reported that the transfer set separated from the titanium adapter during patient use. The patient did not make sure that the connection was tight. No leak was noted, but the transfer set was changed as a precaution. The pt was treated with prophylactic antibiotics with no resulting patient injury.